Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported a very slow leak from the filter occurred during a tpn infusion after the set was in use for 3 days. There was no patient harm or medical intervention. Although requested, the customer has not provided any further patient or event details.